Event description:
The facility reported a colleague infusion pump with a failure code of 703:00. This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code of 703:00 was confirmed during product evaluation. The root cause of the reported problem was determined to be pinched ui phm (user interface pump head module) signal harness. Appropriate action was taken to correct the reported problem by replacing the ui phm signal harness. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.